Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported substance was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The additional emboshield nav6 device referenced is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that two emboshield nav6 embolic protection systems (eps) were opened and both of the rx retrieval catheters had a white paste at the tip when taken out of the package. The first rx retrieval catheter was not used and there was no patient involvement. The second rx retrieval catheter was flushed and advanced; however, difficulty was experienced when delivering the rx retrieval catheter through the stent. No patient effects have been reported. No additional information was provided.